Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on 05/21/2018 stating that a possible undersensing was seen on this lead as well as far field oversensing. P-wave sensing at 1.8mv. Sensitivity set at fixed 0.75mv. The following physician was dr. (B)(6) at (B)(6) clinic at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).